Manufacturer narrative:
Customer states that unit worked properly on the following day.

Event description:
While being used for an ECMO procedure, the roller pump stopped with an 'unk' alarm message. The pump was hand cranked, then reset and returned to normal operation. There was no pt injury.